Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Recall: z-0955-2020. (B)(4). S/w 2.10h. The unit did not have a battery installed when received. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08740 inches. Unit had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer. Data analysis: (oct 17th.) The formatted history file lists data from 09/25/2017 to 09/29/2018. There was no data for oct 2018.

Event description:
It was reported via email that the customer passed away at hospital on an unknown date. The customer was hospitalized on an unknown date. The cause of death was unknown. The caller stated that the customer died during liver transplantation. The customer¿s blood glucose level was unknown mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump will be returned for product analysis.